Event description:
It was reported that the customer had unresponsive up and down buttons. Customer's blood glucose level was 6.3 mmol/l. Buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. Customer changed the battery and cleaned the battery cap, but the anomaly persists. Pump will be returned for analysis and replaced. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had no up arrow button response due to corroded keypad traces. The pump also had a cracked case at the display window corners and minor scratches on the display window.